Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with the device alerting to high glucose and delivering correction doses that eventually reduced glucose into range; the user also reported dissatisfaction with meal announcing, cartridge capacity, and supply-change timing. Symptoms included frequent urination and dry mouth. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included review of user feedback and complaint intake for high glucose events. Investigation of this case revealed no specific device malfunction or component failure and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.